Manufacturer narrative:
Complaint conclusion: as reported, part of the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was placed directly into the vessel due to the complicated completion of the examination when closing with the mynx system. Days later, two duplex checks demonstrated a reduction in flow. The male patient developed circulatory problems at the end of the examination. There had been a left retrograde approach into the afc (common femoral artery). The operator first wanted to leave the sheath in place. He then pulled it out a little so that the mynx would not get caught on the proximal stent. The sheath was then placed again with the help of the dilator and the mynx was released. The device will not be returned for evaluation. The reported event of ¿sealant-sealant misdeployment (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the intravascular deployment could not be conclusively determined. A vascular occlusion is a known potential complication following an interventional peripheral procedure and is listed in the mynxgrip instructions for use (IFU) as such. An occlusion in the vessel can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, vessel factors (there was a stent within the vicinity of the access site), and procedural/handling factors (sheath was pulled out a little and placed again with the help of a dilator with the mynx device in use) most likely contributed to the intravascular deployment and subsequent vascular occlusion as the balloon could have been caught on the stent or the additional maneuvers could have resulted in further injuries to the arteriotomy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, part of the sealant of a 6/7f mynx grip vascular closure device (vcd) was placed directly into the vessel due to the complicated completion of the examination when closing with the mynx system. Days later, two duplex checks demonstrated a reduction in flow. The male patient developed circulatory problems at the end of the examination. There had been a left retrograde approach into the afc. The operator first wanted to leave the sheath in place. He then pulled it out a little so that the mynx would not get caught on the proximal stent. The sheath was then placed again with the help of the dilator and the mynx was released. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.